Manufacturer narrative:
Unknown/ not provided. Date of event: unknown, not provided. Best estimate of date of event is between (B)(6)2022 and (B)(6) 2022. If explanted, give date: unknown/not provided. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted due to dissatisfied patient and residual refractive error that is unacceptable. It was stated that doctor used lenstar biometer and the quantal ascan. No other information was provided.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: aug. 18, 2022. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection under magnification revealed the lens was returned cut in half and a chipped edge. No defects that could contribute to visual issues were observed. No additional defects were observed. The complaint issue ¿hs-unexpected postop refraction¿ was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.